Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late, capsular contracture, baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, capsular contracture, baker grade unknown.

Event description:
Patient's representative reported that the patient "had an allergan prosthesis, and presented quality problems, that needed surgery to replace." Patient's representative late reported "pain", "capsular contracture" baker grade unknown, "radial folds", "calcifications", "rupture", "peri-implant liquid" and "lobulated contour.¿ the event of "dermoid cyst" is not device related. This is a left side record. Device was explanted and replaced.

Event description:
Patient's representative reported that the patient "had an allergan prosthesis, and presented quality problems, that needed surgery to replace." Patient's representative later reported left side "pain", "capsular contracture" baker grade iii-IV, "radial folds", "calcifications", "rupture", "peri-implant liquid" and "lobulated contour.¿ the event of "dermoid cyst" is not device related. The device was explanted and replaced.